Event description:
Same case as: 3003853072-2014-00008. It was reported the screw fractured post-operatively. Approximately 13 months post-operatively the pt experienced a fall. After the fall the pt began to experience pain. X-rays showed a screw was fractured. The pt was revised. The tip of the broken screw remains in the pt bone. Additional info received indicated 2 screws were broken.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. However, a similar device from this case was returned and found no evidence of a product defect. The root cause is determined to be related to pt condition. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.